Manufacturer narrative:
Initial.

Event description:
It was reported that a user on the ilet noted blood glucose rising to 203 mg/dl and remaining above 180 mg/dl for about 40 minutes after eating, without announcing part of the meal, and sought confirmation that the pump was functioning normally. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found and characterized the event as an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was consistent with missed meal announcement leading to postprandial hyperglycemia rather than a device malfunction.